Event description:
The patient called lfs alleging that one touch ultra was reading inaccurately high. The readings the night before were "240 mg/dl", repeated "220mg/dl". After taking a 1 1/2 hour walk the reading was "184 mg/dl". The next morning the reading was "181 mg/dl", went for a walk and the reading was "172 mg/dl". The patient does not report any high or low blood sugar symptoms at the time of the occurrence. A medical professional was contacted for advice and the patient was instructed to eat and then check the blood sugar 1 hour later. The result of that reading is not obtained. The customer svc representative reports control soltuion results of 202 mg/dl and 190 mg/dl with a range of (99 mg/dl-135 mg/dl). With a new vial of test strips the results is 122 mg/dl with a range of 102 mg/dl - 137 mg/dl. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.